Manufacturer narrative:
Initial reporter: (B)(6). Information contained in this report was previously submitted through asr on 04/26/2011. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "deflation". Device has been explanted and replaced.